Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). Customer reports that after 25 days of dwell time the catheter fractured near the hub, the exact location where the leak was observed was not reported by the rn who removed the PICC. Chloraprep applicator (2% chlorhexadine gluconate + isopropyl alcohol was used to clean the skin area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion and was not difficult to secure. The PICC was inserted on (B)(6) 2014 in the right upper extremity, median vein, above the antecubital fossa. The customer reports continuous infusion through both lumens; no intermittent flush. Site care was performed using chloraprep, 30 second scrub, and allowed to dry completely prior to dressing application. The PICC was removed on (B)(6) 2015 and replaced with a medcomp 1.9 fr single lumen PICC.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was provided and a device history record (DHR) review was performed and there are no deviations related to this failure mode found. There are no non-conformances related to the reported issue. The DHR review indicated that there was no quality issues associated with this failure mode. The manufacturing lot number associated with this complaint was 1426100161; it was released on 10/22/2014. All DHR's are reviewed for accuracy prior to product release. This complaint has not been confirmed as the complaint sample was not returned to the manufacturing site for review. However, the following potential failures were identified: misuse, malfunction, inspection not performed, and material issue. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. As of january 5, 2015, the new hub design has been in production for PICC catheters for 12 months, with no reports of any failures of the type associated with the corrective and preventive action (CAPA) for product made with the new design. Even though the product sample was not returned, and the reported issue cannot be confirmed, it can be determined that the lot involved in this complaint was manufactured with the new design on september 22, 2014. Moreover, the current indication is that the design improvements implemented as part of this CAPA from april 2014, are effective at addressing the risk of damage to the hub from the use of alcohol or similar harsh disinfection agents. There has been a dramatic reduction in the rate of leaks at the hub with the new strain relief design. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in

Event description:
Process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.